Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc representative re-seated the printed circuit board and the connectors. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system had a communication failure error. No pt injury was reported.